Event description:
The clinician reports the implant was inserted (B)(6) 2019 in fdi 26 of the patient's mouth. On 2019-04-18, non-osseointegration was verified. Patient presented with bone type IV and inadequate bone quality/quantity. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.